Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history review identified that the device had been in for service before for a related problem. Visual inspection confirmed the reported issue, and the root cause of the problem was the downstream occlusion seal (dso). The dso seal was replaced. The device then passed all functional tests after the repair.

Event description:
It was reported that the device had a degraded downstream occlusion (dso) seal. There was no patient involvement.